Event description:
Event description guidant received information that an implantable cardioverter defibrillator (ICD) with an implantable transvenous defibrillation lead has exhibited noise with ventricular oversensing that generated several stored episodes in the device memory. It is not known at this time if noise is reproducible and if lead measurements are stable. ,